Manufacturer narrative:
(B)(4). Batch # r9411g. The device was received with skiving of the heat shrink (shaft cover) material not all present and small piece returned. In addition the jaw was firmly attached to the jaw and not detached as reported. The device was mechanically tested and no anomalies were noted. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). The IFU warns "prior to inserting or removing the device from the trocar, ensure that the device is in the straight, non-articulated position by confirming that the indicator arrow on the articulation wheel is aligned with the top of the instrument." The IFU also warns the user to discontinue use if black heat shrink covering is damaged. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic total hysterectomy procedure, the jaw of the device broke off and fell into the patient. The piece was found and removed from the patient. An alternate like device was used to complete the procedure with no patient consequences reported.